Manufacturer narrative:
Preliminary analysis of the returned pacemaker confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, high impedances saturated at 3000 ohms were measured during the follow-up performed on (B)(6) 2017, as well as an increase of the threshold. The lead was replaced on (B)(6) 2017, however high impedances were still measured. After the subject pacemaker was also replaced on 7 march 2017, leads measurements were normal again.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, high impedances saturated at 3000 ohms were measured during the follow-up performed on (B)(6) 2017, as well as an increase of the threshold. The lead was replaced on (B)(6) 2017, however high impedances were still measured. After the subject pacemaker was also replaced on (B)(6) 2017, leads measurements were normal again.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, high impedances saturated at 3000 ohms were measured during the follow-up performed on (B)(6) 2017, as well as an increase of the threshold. The lead was replaced on (B)(6) 2017, however high impedances were still measured. After the subject pacemaker was also replaced on (B)(6) 2017, leads measurements were normal again.